Event description:
It was reported that during a liver transplant procedure, during the first firing of the device, when released, the staples were clumped together and the staple line was not clean. The clump of staples temporatily occluded the vessel. Extension of operative time is unknown. The surgeon used manual sutures to secure the staple line. There was no pt consequence.